Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 11/19/2021 op notes attached.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manager, "received notice of claim stating patient with history of cecal mass showing villous adenoma with high grade dysplasia underwent a laparoscopic right hemicolectomy. Operative note provided states the surgeon used a ¿blue load stapler¿ to create a side-to-side functional end-to-end anastomosis in the terminal ileum and transverse colon. No difficulties with the stapler are noted. The patient later developed intraabdominal sepsis requiring an exploratory laparotomy revision surgery on post op day two, which revealed a leak near the anastomosis. The op report indicates that ¿the ileocolonic anastomosis remained intact but the transverse portion distal to the staple line¿ had an enterotomy with spillage of succus which was oversewn. After evaluating the bowel, the decision was made to resect the anastomosis and create a side to side functional end to end anastomosis with a blue load stapler. The staple line was oversewn using 3-0 vicryl in a lemberted fashion. He continued to have persistent leukocytosis without fevers despite antibiotic therapy and bowel function, and he underwent ir-guided paracentesis post op day 11 and was successfully discharged six days later."